Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient had the eri (elective replacement indicator) message. It was noted that given the implant date the eri message was not expected and rather the eos message would have been expected to be seen. As it would have been expected for the patient¿s device to have reached eos in (B)(6) 2019. It was reviewed with the caller that there could be some situations where the eri and eos are later than expected (but noted that discussion of overdischarge specifically, wasn¿t discussed). It was noted that there were previous reports (see pe (B)(4) and pe (B)(4)) indicating the patient had past overdischarge, which technical services stated may explain why the eri was triggered later than expected. The meaning of the eri message was reviewed and the patient was advised to go to their healthcare provider (hcp) to plan for an ins replacement if they were interested in doing so. The event date was asked but was unknown. It was also noted that the patient had a burning pain at their ins site and across their back that started today ((B)(6) 2019). It was unclear if their stimulation was on or off at this time. It was noted that the pain started randomly. No traumas/falls were related to the issue. The patient was redirected to the healthcare provider (hcp). No further complications were reported/anticipated.